Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of no image was confirmed due to a faulty patient board. Additionally, the processor had old software version installed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the video cable connector on the front of the evis exera iii video system center was not functioning properly. According to the initial reporter, the image appears black, but will sometimes show when the connector is "wiggled". There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. More than eight years have passed since the device was delivered, and it is assumed that parts on the board deteriorated over time due to repeated use for a long period, and that the ap board failed. Since the connector of the signal for the analog scope of the ap board was disconnected, it is assumed that the 180 scope did not produce an image, and that it functioned when the connector was shaken. Olympus will continue to monitor the field performance of this device.